Event description:
Customer reported experiencing multiple intermittent occlusions. There was no adverse impact to the customer's blood glucose level. Customer declined to complete troubleshooting and documentation, and no further actions were taken by technical support.